Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 158, 181 and 182 mg/dl. The customer's expected fasting blood glucose test result range is 98 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/20/2021 and test strips were opened three - four weeks ago. The meter memory was reviewed for previous test result history(date/time not set): (B)(6).